Event description:
--

Manufacturer narrative:
This device met specifications in testing and analysis. Upon receipt at our post-market quality assurance laboratory, the device was thoroughly inspected and analyzed. Review of recorded data from device operations showed the device did not reach replacement indicator status. The device was then put through and passed a series of automated diagnostic tests that verified the performance of the defibrillation, pacing, sensing, high-voltage shocking, and recording functions of the device.

Manufacturer narrative:
The patient's bsc field representative was contacted for any additional information. This report will be updated if additional information is received. Analysis of the returned device is pending.

Event description:
Boston scientific crm (bsc) received information from the patient that this recently-implanted cardiac resynchronization therapy-defibrillator (crt-d) was reprogrammed to turn off left ventricular (lv) lead pacing, sensing and measurements after she experienced muscle stimulation which could not be successfully resolved with system reprogramming. The patient alleged that she subsequently experienced dizziness and fell twice either due to the lack of lv therapy or a change in her medications. The patient also reported being told that the placement of the lv lead at implant had been a difficult procedure. The patient elected to change physicians, and a lead revision is being considered. The device subsequently was returned with no additional information.